Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer troubleshoot the unit. Checked the limit and set at 58cm also checked the airway sense and it's 138cm. Customer maxed pr3 out and it still won't pressurize. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the 3100a ventilator unit was not pressurizing. The reporter confirmed that there is no patient involvement associated on this event.